Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. Customer was changing the set and noticed moisture. Customer stated that insulin came out of the insulin pump. Insulin leaked past the second o-ring. Nothing further reported.